Event description:
It was reported that the right ventricular (rv) lead had noise and oversensing due to a fracture. It was also reported that the lead integrity alert had triggered. An rv lead extraction and replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 implantable patient lead 2006 (B)(6). (B)(4).